Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, yellow light guide bundle, switch 2 failure of function due to corrosion of the switch box, short-circuited pc board due to water invasion, switch 1 corrosion, objective lens scratched, broken protector suction cylinder worn, discoloration, and nameplate missing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera gastrointestinal videoscope channel tube is clogged. The event occurred during preparation for use, prior to a diagnostic gastroscope procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. The investigation could not confirm the origin of the foreign material. The following information is stated in the instructions for use (IFU) regarding reprocessing: "precleaning. Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel. Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel.¿ olympus will continue to monitor field performance for this device.